Manufacturer narrative:
The product was investigated in the laboratory of the manufacturer. The blue caps and the fitting on the spikes (2 each) were checked for its dimension, no abnormalities were found the dimension were within tolerance. During functional evaluation it was possible to remove the blue caps easily from the spikes fitting by hand. Based on this the failure could be confirmed. The complaint data and investigation results were evaluated by the supplier maquet cardiopulmonary turkey. (B)(4). A DHR review of the lot affected was performed with no abnormalities found. No scrap record for the related material was found. The supplier confirmed during their investigation of the complaint sample that the cap was very easily removable. The most probable cause of the failure was determined as material failure. No big measurement difference were found. As a corrective action, the supplier complaint has been opened to the sub supplier of the cap (ref.# (B)(4)). The sub supplier stated that the assembly process of the cap is outsourced. It was requested that the sub supplier implements qualification, training process and in-process / final controls. Also the operators of maquet turkey have been informed about the complaint. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
October 14 2015 10:03 am (gmt-4:00) added by (B)(6): (B)(4). The product was not yet received for manufacturers laboratory investigation. The investigation is still pending. A supplemental medwatch will be submitted when further information becomes available.

Event description:
"During the setting-up of a regional circulation normothermic (crn) on a deceased donor and running, the blue cap air intake of the filling line installed on the crn venous line spontaneously pulled out. At the moment of using this line to transfuse fresh frozen plasma via the crn, a suction noise and some liquid draining off from this orifice have alerted the nurse who could react quickly in order to avoid air inlet in the whole circuit (the line was clamped in emergency to limit the air inlet)." "It is to note that the quick prime line blue cap kept by the medical staff is very easily removable, while on the other kits it is very hard to move them to both hospital and sales rep." (B)(4).